Manufacturer narrative:
The catalog number entered in the product grid is not the exact part reported in this event. It is a representative part number of the product family reported in a post market surveillance survey. Conclusion: discussion with the stryker sales rep indicated the surgeon was reporting his preference to use a different handle. No product problem occurred. Therefore, this event is an opinion and not a complaint. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by the surgeon, "upon initial insertion I can't re-orient the cup if I I don't love its position. This is due to design of handle."

Event description:
As reported by the surgeon, "upon initial insertion, I can't re-orient the cup if I don't love its position. This is due to design of handle."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown da instrumentation set 1440-xxxx. A supplemental report will be submitted upon completion of the investigation.